Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/02/2013 with the following findings: the last basal delivery and the last bolus were recorded on (B)(6) 2013. There were no alarms related to the complaint recorded in alarm history, only typical usage was observed. Daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates. A 29-hr flow accuracy test was successfully completed. No alarms occurred during testing. The pump was found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate reported complaint. There was no defect found.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report that her son¿s blood glucose reading were elevated from 226 to 600 mg/dl while on insulin pump therapy. The patient¿s mom had consulted with the patient¿s doctor and was advised to increase the basal regimen by 10%. The patient¿s elevated blood glucose was managed with the subject pump. Upon review of the blood glucose reading and bolus history, it was noted that the blood glucose readings were responding to the bolus insulin correction. At the time of the call to animas, the patient remained on insulin pump therapy. Troubleshooting indicated there was no product malfunction associated with the reported incident. The bolus history showed there was 100% of bolus insulin delivery. The total daily dose added up accordingly. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl while on insulin pump therapy. Although there was no evidence of product malfunction, use error and intentional misuse associated with the subject pump could not be ruled out as a contributor. Hence, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.